Event description:
The customer reports low clin chem co2 assay results being generated on an architect c16000 analyzer. The customer stated that internal quality controls are within specifications with higher than expected coefficients of variation, but that patient results are "intuitively low." An abbott representative on-site found the assay configuration to be correct and the water supply acceptable. The customer reports that information regarding dialysis patients found that 50% of patients are running below their reference range and that they have suspected a low bias for the assay for the past month. Several transplant patients have been recalled for repeat testing and it was stated that some treatments have been deferred (no further information provided by the customer and no reports of any adverse impact to the patients). The customer provided the following examples: 1.) One male patient generated a co2 result of 14 mmol/l on (B)(6) 2014. A repeat sample drawn three hours later generated a co2 result of 25 mmol/l. The clinical status of this patient remained unchanged; 2.) One male patient generated co2 results ranging from 21 to 32 mmol/l from (B)(6) 2014 to (B)(6) 2015; 3.) One male patient generated co2 results ranging from 16 to 26 mmol/l across three architect c16000 systems from (B)(6) 2014; and 4.) One patient generated co2 results ranging from 15.2 to 24 mmol/l on two architect c16000 systems (date range not provided by customer). The remaining assays in their renal profile (sodium, potassium, chloride, urea and creatinine) were stable. There is no report of any adverse impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The clinical chemistry co2 assay package insert and the architect system operation manual contain information to address the current customer issue. There were no returns from the customer site for this evaluation. Customers have been informed that the clin chem co2 calibrators have been restandardized and are traceable to the national institute of standards and technology standard reference material (nist srm) 351. This was initiated with the introduction of lot 31451m500, which the customer is currently using. A shift of approximately 1 mmol/l or an average of 4 to 8% can be seen depending on each individual laboratory. Based on the results of the current evaluation, a product malfunction was not identified is actually the release for distribution date for this product.